Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that following a femoral shot, an angio-seal was selected for use. The patient had calcification. The nurse did not get good bleed back with the arteriotomy locator, but she felt comfortable deploying the angio-seal. The next morning, the patient experienced a retroperitoneal bleed. The patient's hematocrit went from 46 to 33. A CT scan revealed a small pool of blood which resolved itself. The patient was discharged the following day. The patient was reported in stable condition. The patient had integrilin and heparin with several stents placed in the right coronary artery (rca). No additional information is available.